Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap could not be used due to damage (fissured). This was observed before use. There was no damaged in the pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an opened package and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A fissure which goes across the internal wall of the cap was identified. In the internal part of the cap a sponge is correctly inserted and impregnated with povidone iodine. The sample did not leak povidone iodine through the identified fissure. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.